Event description:
As reported: "revive humeral stem appears to be separating. The locking cap and the assembly screws seem to be backing out causing the proximal body, the spacer and the distal stem to be migrating away from each other."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.